Manufacturer narrative:
The reported device was serviced by a field service engineer. Upon opening the device it was noted that the cpc connector retainer had come off. The cpc connector assembly was replaced. The device subsequently passed all applicable testing.

Event description:
It was reported that during removal of the disposable set following perfusion, the water inlet connector was noted to be loose.